Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump.additional text: hm xve required pneumatic driver, no longer responded to ac/dc power.other component: unsure where malfunction in pump or driveline occurred, appeared to be d/t normal wear.causative or contributing factor: no specific contributing cause identified.intervention(s): switch from vented electric to pneumatic-mode.type: lvad.